Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube. Device received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack on the back of insulin pump. The customer¿s blood glucose level was 165 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.